Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia trs 60mm articulating extra-thick reload. The event report alleges the product was used in a surgical procedure. However, analysis suggests that the product was not used in a surgical procedure as the reload was received sealed in its packaging. The visual and functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, the knife of the device advanced 1mm and then stopped. The staple line was incomplete at the proximal end. To complete the procedure, a new device and reload was used of a different lot. No patient injury.